Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance and the jaws would not close. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.